Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. As no lot number was provided for the device, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow-up report will be filed. (B)(4).

Event description:
It was reported that the pt was implanted an unk zimmer ncb plate on (B)(6) 2013 on the right side. The pt was revised on (B)(6) 2014, due to plate breakage.